Event description:
It was reported that this right ventricular (rv) defibrillation lead was nearly 30 years old and exhibited changes in impedances. The patient was concerned about lead integrity and the potential for inappropriate therapy, due to lead age. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.